Event description:
Reporter indicated that the day after interrogating a pt's device, the pt came in stating the device was not stimulating. Interrogation revealed that the output current had changed to 0ma, and that the off time had gone from 3 to 5 minutes. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.